Event description:
The report stated that during a procedure, the handpiece smelled as if it were burning and then sparks, flame and smoke were seen at the activation switch. The plastic on the device was melted but there was no injury to the pt or staff. The ligasure-8 electrosurgical generator in use at the time was tested by the site's service engineer and no problems were found. Another similar incident occurred at the same site on the same day. It was indicated that one of the devices had been resterilized while the other was new out of the box. The report on the second device can be found on MFR report # 1717344-2009-00149.

Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a f/u report will be submitted. At this time, we are unable to determine the root cause of this incident. We will continue to monitor and investigate any other reports of this nature.